Manufacturer narrative:
Investigation conclusion: customer provided lot 706733. Tested 5x retained devices with negative standard and 5x retained devices with positive standard. All devices yielded valid and accurate results at the 10 minute result read time. Investigation summary: in response to your complaint, we tested retained devices from the customer reported lot with negative and positive standard. In our quality control laboratory, all the retained devices tested yielded valid and accurate results at the ten (10) minute result read time. Although we were unable to duplicate your complaint, the information you provided has been documented and will continue to be monitored. Root cause: could not duplicate with retains. Source: phone.

Event description:
Caller reported false positive results for husband and herself. The consumer communicated the results were confirmed negative by molecular (pcr testing). Caller also reported false negative results for her son. The consumer communicated the results were confirmed positive by molecular (pcr testing).

Manufacturer narrative:
Investigation conclusion: customer provided lot 706733. Tested 5x retained devices with negative standard and 5x retained devices with positive standard. All devices yielded valid and accurate results at the 10 minute result read time. Investigation summary: in response to your complaint, we tested retained devices from the customer reported lot with negative and positive standard. In our quality control laboratory, all the retained devices tested yielded valid and accurate results at the ten (10) minute result read time. Although we were unable to duplicate your complaint, the information you provided has been documented and will continue to be monitored. Root cause: could not duplicate with retains source: phone.

Event description:
Caller reported false positive results for husband and herself. The consumer communicated the results were confirmed negative by molecular (pcr testing). Caller also reported false negative results for her son. The consumer communicated the results were confirmed positive by molecular (pcr testing).